Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. Examination of all provided product photographs was conducted, the provided pictures show the reported attune impactor broken in two pieces. The investigation found sufficient evidence to confirm the reported broken event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broke while impacting the implants. Tibial impactor split in half. Only two pieces. The impactor handle also broke, just one piece broke off but it is no longer functional. Surgical delay of 2 minutes.